Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. The patient chose to remove the implant for technological upgrade.

Event description:
Per the clinic, the implant magnet was electively explanted on (B)(6) 2025, in order for the patient to upgrade to a newer technology.